Manufacturer narrative:
D4. Medical device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, a tube was missing the label. The tube was replaced, and there was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 3257991. D4. Medical device expiration date: 09/30/2024. H4. Device manufacture date: 09/14/2023. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing unit label was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, a tube was missing the label. The tube was replaced, and there was no report of patient impact.